Event description:
The microlet 2 lancing device from bayer has very little depth guard. The needle almost went clear through my fingers when I tested my blood glucose. I sent the thing back to bayer and they said it works fine. They need to recall and fix the depth regulator on that lancing device. I had to switch to the one touch meter and lancing device (delica) because they had a depth regulator on the lancing device.